Event description:
It was reported that during a coronary artery stenting treatment procedure the stent dislodged. The lesion being treated was a calcified and tortuous portion of the right coronary artery. Access was achieved via transradial approach. The physician treated the lesion with predilation with apex balloons. The physician tried to implant a long 3.0x38 ion stent, which did not cross. Then tried to implant a 3.0x12mm ion paclitaxel-eluting stent. There was difficulty delivering the stent. The physician tried to pull the stent back into the guide and the stent stripped off the delivery system. They ended up being able to implant the stent, by putting a 2.0 balloon into the stent inflating and implanting. The procedure was completed successfully with no reported patient issues or complications and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).